Event description:
It was initially reported that the patient was referred for a lead revision for an unknown reason. Later it was discovered that the lead frayed around outer layer (per the surgeon assessment). The patient also reported discomfort around the neck/electrode area. The pain was determined to be related to the presence of the lead. The surgeon revised lead and kept generator in place. This lead revision was noted to be for patient comfort only. It was noted that the likely cause of this event is related to patient weight loss (weight loss not alleged to be due to vns). It was reported that the explanted lead is not available for return. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.